Manufacturer narrative:
The reported event could be confirmed. The visual inspection confirmed that the bushing for the light cable fixation broke off and was returned along with the device. The hinge area reveals a strong deformation where the bushing touches the arm in opened condition of the device. Also the tip of the bushing for the light cable fixation shows a strong deformation where the bushing touches the arm in opened condition. The surrounding welding seam at the fixation area of the bushing indicates a correctly performed welding process. Furthermore, the DHR review did not reveal any discrepancies. Based on alignment of the deformations on the bushing as well on the hinge of the device, the root cause of the breakage can be tied to a user related issue when strong bending forces were applied to the hinge respectively the bushing for the light cable fixation, most likely by excessively trying to open the forceps. Indications for any manufacturing, material or design related problems were not determined in the investigation. Therefore no preventive and/or corrective action is required at this time.

Event description:
It was reported upon prepping for an upcoming case that pins were found broken on a retracting forceps as if the welding snapped off the light source. There was no patient involvement or medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported upon prepping for an upcoming case that pins were found broken on a retracting forceps as if the welding snapped off the light source. There was no patient involvement or medical intervention, and no adverse consequences were reported with this event.